Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what color cartridges were used in procedure? How did patient present? Can it be identified where bleeding occurred and which number firing? How was the bleed addressed? What was done in the procedure to correct the leak? What is the current patient status?

Event description:
It was reported rep that one day after a laparoscopic gastric sleeve procedure while the patient was still in the hospital they had a post-op bleed. It was unknown what treatment was administered. Then, a week after the procedure, after the patient had been discharged from the hospital, they returned due to a leak. The patient was then re-operated on by the same surgeon. There were no initial issues noted with the device during the original procedure. It was unknown which reload was originally used. The surgeon does not use buttressing material.